Event description:
Seaspine was made aware on (B)(6) 2023 that a patient underwent spinal surgery consisting of a seaspine mariner mis system. The index surgery was on (B)(6) 2022. The distributor reported that a construct failure occurred post-operatively. The x-rays provided appear to show that the p/n: 41-1010 set screw loosened at l4.

Manufacturer narrative:
A revision surgery occurred on (B)(6) 2023. Explants were returned for evaluation, but no failures were observed. The amount of translation in combination with the appearance of the implants indicates that the user likely failed to final tighten this side of the construct, allowing the rod to translate postoperatively.